Event description:
Medtronic received information that moderate/severe paravalvular leak (pvl) was noted following deployment of this transcatheter bioprosthetic valve. A second valve was successfully implanted valve-in-valve, which improved the pvl to mild/moderate. As the guidewire and pigtail catheter were being removed, the two valves migrated from their deployment site into the left ventricular outflow tract. The valves were snared in an attempt to pull them into a higher position in the aorta; however the valves migrated lower in the aortic arch to a position where they could no longer be moved. As the valves were being snared, an ascending aortic dissection was observed on a transesophageal echocardiogram. The procedure was converted to an open surgery. The two valves were retrieved, the dissection was repaired with a graft, and another manufacturer¿s aortic valve was successfully implanted. It was reported the patient experienced respiratory failure and could not be extubated the day after the implant procedures. Three days post-operative, the patient developed left hemiparesis while on a ventilator. A computed tomography scan revealed multiple parietal lesions and edema indicating an acute cerebral vascular accident that was possibly related to the implant procedures. The patient was treated with supportive therapy and medication. The patient subsequently passed away 15 days post-operatively from ventilator-acquired pneumonia that resulted in sepsis and death. It was reported that the death was not related to these devices or their attempted implant. An autopsy was not performed.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve noted was returned in a valve-in-valve position with a previously implanted valve. All leaflets were slightly stiff but flexible, possibly due to blood contact and/or the decontamination process. All leaflets appeared intact. All commissures appeared intact.

Manufacturer narrative:
The product has been returned and analysis is in progress. A separate report has been filed on the first device. A supplemental report will be filed when the analysis/investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.